Event description:
The pt (B)(6) is a participant in a (B)(4) study. It was reported the pt experienced slight bleeding at the lead incision site. An infection was suspected. Oral antibiotics were administered as treatment, and the issue is now resolved.

Manufacturer narrative:
Eval method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This device is not marketed/approved in the USA, but is similar to a USA marketed/approved device. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.